Event description:
This rv lead was implanted on (B)(6)2010 and remains implanted at this time. A call was received on (B)(6) 2017 stating that lead exhibited a gradual increase in pacing thresholds of 4.5/1 and pacing impedance of >2500 ohms . Impedances have become out of range . Patient is being monitored. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).